Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was discovered that the novel lp failed to separate from the delivery catheter upon fixation to the tissue, and eventually became dislodged while tethered to the catheter. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of separation failure and device dislodged or dislocated were not confirmed. Final analysis no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.